Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years post implant of this 25mm aortic bioprosthetic valve, it was reported that there was pos t-endocarditic second degree sclerosis of the aortic valve. The patient was asymptomatic. It was stated that the effective orifice area (eoa) was 1.1cm2. It was noted that 7 years post implant, the effective orifice area (eoa) was 1.3cm2 and 8 years post implant, the effective orifice area (eoa) was still 1.3cm2. No additional adverse patient effects were reported. It was subsequently reported that 8 years and 10 months post implant of this 25mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. It was reported that severe aortic stenosis (as) and a peak gradient of 84mmhg and mean gradient of 45mmhg was observed. No endocarditis was confirmed. No additional adverse patient effects were reported.